Event description:
It was reported that the pt was experiencing shock stimulation and poor performance with the device. Explantation/reimplantation surgery was performed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.